Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned within a dispenser coil in the introducer sheath. The lot number was confirmed with the packaging returned with the device. On visual & microscopic inspection, the proximal contact wire was intact. The coil delivery wire was kinked/bent. The main coil was manually detached and not returned. Functional testing could not be carried out as the coil was detached. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the subject coil was unable to be advanced out of the distal end of the microcatheter. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, and the patient's anatomy was moderately tortuous. During analysis, the coil delivery wire was found to be kinked/bent and the main coil had been separated from the wire. The main coil was not returned. Based on visual examination, it appears the main coil had been manually detached. Although functional testing could not be carried out, the analyzed defects are indicative of the reported complaint. Therefore, the reported event was confirmed. In the case of this complaint, it is probable that the main coil was manipulated against resistance inside the microcatheter resulting in premature separation from the delivery wire. An assignable cause of procedural factors will be assigned to the as reported coil in catheter friction and as analyzed main coil prematurely detached/separated during use since these issues appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use. An assignable cause of handling damage will be assigned to the as analyzed coil delivery wire kinked/bent since this defect likely occurred due to handling of the product during the procedure as a result of the reported catheter friction.

Event description:
It was reported that during the procedure, resistance was encountered while advancing the subject coil in the micro catheter and it got stuck in the distal portion of the micro catheter. The physician worried that the subject coil might stretch during multiple adjustments, retracted it and replaced it with another coil. The procedure was completed successfully without any clinical consequences to the patient due to this event. The subject coil was returned for analysis and it was discovered that the main coil prematurely detached/separated during use. There was no clinical consequence to the patient reported as a result of this event.